Event description:
It was reported that while using the insyte-w winged pnk 20ga x 1.88in, the catheter broke. The following information was provided by the initial reporter: catheter initially appearing to be kinked, line not sutured. Upon repositioning catheter and removing the securing strip over the hub, catheter noted to be completely broken off at the hub, with the catheter still in the vessel (pusatile blood flow noted).

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility name: (B)(6) health sciences centre / (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the catheter tubing was observed to be broken off near the nose of the adapter. A slanted cut was observed at the breakage point. A device history record could not be evaluated as the lot number is unknown. The assembly process was reviewed, the only station that is in contact with the catheter tubing is the rubber pads at the flaring station. Given the elastic nature of the rubber pads and that there are no sharp or hard edges on the pads, this station is unlikely to cause the observed slanted cut on the catheter tubing. The slanted cut on the catheter could occur during product application when the product was manipulated. Current quality controls include a daily outgoing functional test and a start of shift in-process functional test in place to check for catheter-to-adapter pull force. There is also a daily outgoing visual inspection and in-process visual inspection in place to check for catheter damage. The actual root cause cannot be established.

Event description:
It was reported that while using the insyte-w winged pnk 20ga x 1.88in, the catheter broke. The following information was provided by the initial reporter: catheter initially appearing to be kinked, line not sutured. Upon repositioning catheter and removing the securing strip over the hub, catheter noted to be completely broken off at the hub, with the catheter still in the vessel (pusatile blood flow noted).